Event description:
The reporter indicated that a 13.2mm vticmo13.2, -8.5/1.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's right eye (od) due to excessive vault, significant reduction in irido-corneal angels, and blurred vision.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction data d4: reported expiration date was 31-may-2022 - correct to 31-may-2025. Claim#: (B)(4).